Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was faded and barely legible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission, 09/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: during evaluation, the powered was on and revealed that the display was dim, faded and discolored. Unrelated to the complaint, investigation revealed that the keypad cover was peeling up from the base above the contrast button. All keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.